Event description:
It was reported the patient had a magnetic resonance image (MRI) on (B)(6) 2013 and the pump event logs were read and showed a motor stall and motor stall recovery. There was no adverse event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).